Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that patient's ipg was having difficulty to communicate with ipg charger due to depth and being tilted. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be taken to address the issue.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 where the patient's ipg was reposition to a different pocket to address the issue.